Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The belt was returned for evaluation at the distributor. The reported problem ("add gel" messages, check belt messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was severed, damaging wires in the cable and causing the reported messages. The root cause for the severed cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving check belt messages and "add gel" messages without prior gel release.